Event description:
It was reported that insulin began leaking out of the septum ater the customer filled the cartridge. Customer had elevated blood glucose levels (295 mg/dl). Customer successfully loaded a new cartridge and resumed insulin delivery. A manual injection was delivered to stabilize customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.